Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified right common iliac artery (cia). A5.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion; however, upon the first inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient injury or complications were reported.